Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3998, lot# v121145, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The patient reported that the implantable neurostimulator (ins) moved in 2012. No symptoms reported. The patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.